Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# implanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 04-oct-2023, UDI#: (B)(4) date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt stated that, at around 2 weeks after they were implanted, they had a return of symptoms (trouble with bladder control) and that they had a fairly decent result prior to that but they thought the lead had shifted because they were feeling the stimulation quite a distance from where they had been feeling it originally. The pt clarified they initially felt the stimulation in their labia however now it was probably 2 1/2 inches towards where the crease in their leg meets their groin, just beyond where their pubic hair stopped. The pt stated it was now mostly out of the bike seat region, though they felt a little of it in the bottom of their butt cheek (though not near their anus). They stated they went to see the nurse practitioner (np) at their managing health care provider (hcp) office at about the 2 week mark since implant for a follow up appointment and they mentioned it to the np so the np switched them to a different program. The pt stated although they've increased the stimulation some since then, they still were having trouble with control and they noticed a lump yesterday ((B)(6) 2022) where the lead was implanted. The pt stated the neurostimulator seemed fine and they didn't think the lead was infected (they confirmed it didn't feel warm to the touch) but they thought they remembered it had been flat when it was initially implanted. The pt stated they didn't know if it may be scar tissue but that they normally didn't form scar tissue. The pt denied having had any traumas or falls that led to the issue but noted they may have moved/bent/stretched a little bit after they were done healing and were given the clearance to move normally again. The pt stated they have had some other back surgeries in the past and that their lower back was fused so their flexibility was a little limited and that they would lean and bend upwardly quite a bit. The pt stated they did ask if moving like that was ok and they were told they could. Troubleshooting advised the pt that it would be beneficial to have their managing hcp check the imp lanted system considering their concerns but offered to assist the pt in connecting to their settings. The pt connected to their settings and was able to switch to a different program. Initially they stated they thought the stimulation was in the same location but that it has "widened." Troubleshooting tried to clarify what the pt meant by "widening," and the pt stated: "I don't really¿. Well I feel it very slightly now, like it's coming back toward the labia a little bit." They increased it a little more to where they could feel it and they were going to monitor their symptoms . The pt stated they didn't have an appointment with the np at their hcp office until (B)(6) 2022 or (B)(6), "something like that" but noted they would talk to them about their concerns at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jnh5 serial# implanted: (B)(6)2022 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that according to the x-ray, the leads have not migrated. The patient has made program changes, and clinician changed width of impulse on (B)(6)2022 . It is unknown if the issue is resolved. The cause of not feeling stim in the bike seat region is not known. The patient has had no falls or injuries. The patient will continue to monitor and make changes in programs and adaptations as needed. Additional information was received from the patient. Patient and husband called and repeated therapy issue. Caller said patient had great results the first week and the stimulation sensation however since then everything has changed. Caller said that they were told that the lead passed the diagnostics, however has concerns that could be a mechanical issue with the lead. Caller also reported that patient has noticed that the stimulation sensation changes based on patient's posture. Reviewed therapy information and general programming guidance. Caller said that the hcp couldn't determine whether or not the lead had moved. Caller said at the last appointment the pulse width was adjusted. Patient said they have an appointment on wednesday and doesn't know if the manufacturer representative was notified.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2jnh5, implanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that after implant they did great the first week or so felt the impulse in the labia then the feeling shifted to the crease of their groin and they can change programs and can get a little bit of change in location. Pt said they will have xray to check the lead. Pt said when they went back for their 2 week followup they tried changing the program to see if the impulse would be able to be moved and it was but not a whole lot but it changed back again and it is a completely different place. Pt said their symptoms have improved by 50 percent but they are still having leaking which is severe at times but less than it used to be. Pt said they have not had any "falls and" no other medical tests or procedures. Pt said they will have an xray and will work with their doctor to resolve their issues.